Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion, plain old balloon angioplasty was performed and a stent was implanted. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was then advanced for post dilatation. However, during the first inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was replaced with a 6mmx100mm non-bsc balloon catheter and the procedure was successfully completed. No patient complications were reported.